Event description:
Customer reported that after the start of a platelet infusion at 100 ml/hr, the pump module alarmed for patient-side occlusion. "All tubing was checked - no clamps, obstruction, kinks, or any other sign of problems. Pump continued to alarm. Disconnected tubing, and backed up platelets shot out of tubing. Attempted to flush through smart site port with saline - again, flushed easily. Reconnected tubing, and occlusion alarm kept going off. Eventually attached a new smart site, and problem continued, even though line would still flush easily. Determined that infusion would only continue if smart site was removed completely, and blood tubing was hooked up directly to the stopcock attached to the ra line." No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.